Manufacturer narrative:
H.6. Investigation summary: no physical sample were returned for evaluation; two photos were submitted for review. Photos displayed the following: photo 1 displayed nexiva 20ga winged adapter and straight port adapter with attached extension set and a loose q-syte with blue cap. Photo 2 displayed nexiva 20ga package top web (label) with the bd logo, ref no., description, lot number and the expiration date). Based on the evaluation of the submitted photo the defect separation inserter from tubing was confirmed. The photo displayed the extension tubing set was disconnected from the winged adapter. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion: manufacturing ¿ although the unit was not returned for evaluation; given the trend identified by the qda for this defect, it is likely that the failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect ss created at the new zone 8 adhesive dispense station. When the adhesive dispenses tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue. Msas for the adhesive visual inspection were conducted on line 1 on 15 march 2019, line 2 on 10 april 2019, and line 3 on 3 may 2019.

Event description:
It was reported that 2 bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) defective/damaged tubing and leakage during use. The following information was provided by the initial reporter: material no: 383516 batch no. 8214832. Per phone call: plastic tubing is coming disconnected from side of butterfly. Twice yesterday one was a restick. Pulled lot. Customer is unable to provide patient identifiers. Per initial notification: we received a voicemail from customer stating that their products are disconnecting.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) defective/damaged tubing and leakage during use. The following information was provided by the initial reporter: material no: 383516, batch no. 8214832. Per phone call: plastic tubing is coming disconnected from side of butterfly. Twice yesterday one was a restick. Pulled lot. Customer is unable to provide patient identifiers. Per initial notification: we received a voicemail from customer stating that their products are disconnecting.